Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net with multiple episodes of non-sustained ventricular oversensing from the implantable cardioverter defibrillator. Upon examination of the episodes, it was determined that the device exhibited post paced t wave oversensing. Programming changes were recommended. No patient symptoms were reported.